Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment but the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the shaft was cut off intentionally and easily to facilitate removal of the device from the patient.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found the stent damaged with the middle to distal region of the stent lifted, stretched and pulled over the distal balloon cone and tip. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. No damage to the balloon was noted. Crimp stent markings were visible on the exposed balloon wall without any signs of positive pressure applied to balloon. The balloon wings were tightly wrapped and folded. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found the hypotube separated from the manifold with a break in the strain relief 3cm proximal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment but the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.